Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had buttons are harder to pressed. The customer blood glucose level was unknown. The customer was declined to troubleshooting. Customer stated that insulin pump was reject new battery and received constant unexplained no delivery alarm. Customer stated that insulin pump makes loud grinding noise during prime and cross across the bottom of the screen. The device will not be returned for analysis.